Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of redness, pain and tenderness around their driveline exit site. The patient was admitted on (B)(6) 2023 through the emergency room (ER). A computerized tomography (CT) of the abdomen confirmed cellulitis of the abdominal wall. Bacteria was also detected in pus from the driveline exit site. Antibiotics were administered and the patient was treated conservatively. The patient's symptoms improved and they were discharged with oral antibiotics. CT results ruled out cellulitis in anterior abdominal wall around the driveline.